Event description:
Related manufacturer reference number: 2017865-2023-93749. It was reported that during a device replacement upon interrogation prior to the procedure, out of range pacing impedance and high pacing threshold were noted on right ventricle (rv) lead. The right atrial (ra) lead was showing multiple episodes of inappropriate mode switch due to noise oversensing on the atrial channel and high pacing threshold was also noted. Both leads were capped and replaced on (B)(6) 2023. The patient is in stable condition.